Manufacturer narrative:
Method: the device was reported to be returning for an eval and at this time is pending return. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow up report will be submitted. Info from this incident has been included in our product complaint nad MDR trend reporting systems. Trend info is used to identify the need for add¿l investigations.

Event description:
Fill volume: unk; flow rate: 2ml/hr; procedure: unk; cathplace: unk; an international distributor reported that 2 incidents of fast flow. 2026095-2015-00057. Incident 1 of 2: it was reported as, ¿fast flow¿ and ¿function-too high¿. No pt injury nor medical intervention was reported. Add¿l info was requested, however is not available at this time. The device was reported as available for return and analysis.